Event description:
It was reported that the patient received an inappropriate shock due to a "lead defect." It was also noted that there was oversensing and an apparent lead fracture. The proximal portion of the lead was capped and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer insulation had a cosmetic depression and there was apparent explant damage.